Event description:
It was reported that the insulin pump overdelivered insulin sometimes. The customer stated that things were fine with the continuous glucose monitoring system, and he had no questions or concerns. The reporter declined to provide the blood glucose reading. He stated that he thought he got too much insulin sometimes. He advised that it was not necessary for a follow up call because he was already working with his doctor if the issue persisted. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.